Event description:
On (B)(6) 2023 a six cm long peripheral IV (piv) was inserted at 20:30, and on (B)(6) 2023 at 21:55 the piv was removed due to reported pain at site. When piv removed, only 1 cm remaining. Physicians were notified and exam / diagnostics performed. Surgery performed on (B)(6) 2023 for removal of the retained IV catheter.